Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 4 days after the sensor had been inserted in the abdomen, which is off-label usage of the device. According to the patient, on (B)(6) 2025 the patient pulled into his driveway when he collided with one of the supports from his deck. The patient was then found in their car convulsing and unconscious by their neighbor. Prior to this, the patient did not experience any previous symptoms, and it was not known what the cgm reading was at that moment. The emergencies were called, and the patient was brought to the hospital. When a fingerstick was taken at the hospital, the cgm and blood glucose reading were significantly different, even though no specific readings were reported. At the hospital blood work was done and the patient was given juice and a tuna sandwich. Later in the evening, around 10:30 pm, patient was stable and discharged, patient¿s blood glucose reading at this time was 204 mg/dl. When the patient arrived home, they self-treated with insulin and replaced the sensor. There was no documentation of further medical evaluation or intervention. At the time of the report then patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.